Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient no longer experienced pain at the previous ipg site.

Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced persistent discomfort and intermittent pain at the ipg site regardless of stimulation. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient's ipg was explanted, replaced and relocated on (B)(6) 2016.